Event description:
It was reported that this electrode had migrated from its original implant position and may have contributed to recent inappropriate shock therapy due to oversensing of noise and low amplitude measurements. X-ray imaging confirmed the electrode had indeed migrated and was sitting more in the right half of the patient's chest. Testing of the system was performed and screening in all vectors failed due to a low r/t ratio. The patient was suspected to have developed brugada's syndrome. Due to the changes in the patient's condition, in combination with the previously received inappropriate therapy, the physician performed surgical intervention, and the patient was implanted with a transvenous system. This electrode was reprogrammed off and it will be explanted at a later time, for now it remains in situ. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.